Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the needle continued to fall out of the jaws of the device. (B)(4) was opened to capture instances of multiple complaints referenced in (B)(4). No adverse events have been reported.